Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 11, 2016 the lay user/patient contacted lifescan (lfs) canada alleging that his onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began in the evening of (B)(6) 2016 just before bed time when he obtained a blood glucose result of 5.5mmol/l compared to a result of 2.2mmol/l obtained using a onetouch ultra2 meter, both measurements within approximately 30 minutes of each other (the patient could not recall exactly). Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan's criteria for accuracy. In a related complaint the patient also reported that he felt the blood glucose result of 5.5mmol/l was elevated compared to how he was feeling and/or his usual results. The patient manages his diabetes using insulin and self-adjusts his dose, and denied making any changes to his usual diabetes management routine after the alleged issue began. The patient stated that he developed symptoms of sweaty and cold an unspecified amount of time before the alleged issue began. The patient reportedly self-treated by consuming a snack and juice in response to the reported issue, and felt better. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter, the patient was using an approved sample site when testing and the test strips were not expired. Replacement products were sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurate" subject meter results did not affect treatment options prior to the onset of these symptoms.